Manufacturer narrative:
This report is for a unknown nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that one device was received broken off at the outside thread. The broken off fragments are not available for investigation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. No ncrs were generated during production. Based on the received information we cannot determine the exact root cause. Too much mechanical force has been applied during tightening of the device, and this occurrence led finally to the breakage. A visual inspection, dimensional inspection, DHR review, and manufacture investigation were performed as part of this investigation. No product design issues or discrepancies were observed. Based on the received information we can not determine the exact root cause. That too much mechanical force has been applied during tightening of the device, and this occurrence led finally to the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a left humeral fracture repair, a connecting screw for a multilock humeral nail had broken. The tip of the screw remains locked in the nail. There was no reported neither surgical delay nor additional intervention required. The procedure was successfully completed with no harm to the patient. This report is for an unknown nail. This is report number 2 of 2 for (B)(4).